Manufacturer narrative:
Replaced expiratory check valve and calibrated the gas module to fix the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported that, unit had co2 re-inhalation issue. There was no reported patent involvement.